Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer indicated that while troubleshooting, she was able to pump at the middle vacuum range without suction issues and that she had not changed the membranes on her pump since she first started using it. After customer service advised her to change the membranes on the pump, the call was disconnected. In follow up with a complaint handler on 08/14/2020, the customer indicated that she was still experiencing suction issues, but did not want to spend any more time contacting customer service. The complaint handler contacted customer service, asking that they reach out to the customer, which they did on 08/20/2020. A replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. Further follow up with the customer to find out how the replacement pump is working for her is ongoing. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 08/03/2020, the customer alleged to medela llc that her pump in style breast pump had low suction and moisture in the tubing. She additionally alleged that she developed mastitis one month ago and was prescribed an antibiotic, which resolved the mastitis.